Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5594 implantable pacing lead 2006 (B)(6); 6947 implantable tachy lead 2010 (B)(6). (B)(4).

Event description:
It was reported the left ventricular lead threshold measurements were variable. The lead remains in use. No patient complications have been reported as a result of this event.